Event description:
The patient contacted lifescan alleging that their one touch ultra meter was powering off during use. The medical affairs specialist spoke with the patient the next day. The patient has cirrhosis of the liver and takes lactulose. They stated that the lactulose increases their evening blood glucose levels. They typically have blood glucose results >200 mg/dl in the evening. They take lantus insulin 24 units each morning for diabetes. They were not able to obtain a result of the reported meter on the morning of the day of the event. They took lantus insulin 24 units as usual and contacted lifescan. There is no indication that they excperienced injury or medical intervention due to the product. The patient was taken to the hospital last month after vomiting blood. They were admitted to the hospital with a high blood ammonia level due to cirrhosis and given blood transfusions. The hospitalization was unrelated to use of the reported meter. The customer care representative (ccr) confirmed th at the battery had recently been replaced and was correctly installed. The meter shut off before the automatic shut off time. Based on the unresolved power issue, there is an indication that the product malfunctioned and the event meets the criteria for a reportable medical device. The meter was replaced.